Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose without perceiving the pump¿s low-glucose alert, then subsequent high glucose after dinner that decreased overnight and rose again upon waking despite only drinking water; the pump delivered correction that contributed to hypoglycemia, which the user treated with glucose tablets and apple juice, and glucose stabilized during the call. Symptoms included hypoglycemia. Outcomes included transient low glucose that resolved with oral carbohydrate. Investigation included troubleshooting of alert settings and education on alert awareness and hypoglycemia management. Investigation of this case revealed that the pump¿s low-glucose alert was active and functioning, while the user did not hear the alert; the sequence suggests device-delivered correction contributed to the low, but a definitive cause for the glycemic variability remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.